Event description:
It was reported to philips that the heartstart mrx defibrillator acknowledge key needed to be repeatedly pressed to accept alarm defaults. There was no pt involvement.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.